Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic was stuck to the optic. There was no patient impact. Additional information has been received and stated that the leading haptic which is stuck to the posterior optic face. .